Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It was assumed that the device in question was the product before the countermeasure by the design change of dr board in the patient board set, and it occurred by the failure of dr board. For this reason, omsc assumed that image was lost in the endoscope older than evis 190 series videoscope. Video connector socket failure. It was assumed that the damage of the video connector socket was attributed to forcibly connecting of the video connector by the user. Color bar image. It was presumed that the color bar image was attributed to failure of the detection of the endoscope due to the communication failure to the endoscope by the failure of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Checked the subject device and found that the reported phenomenon was duplicated and the color bar image appeared due to the failure of the electrical circuit board. Also (B)(4) found that the video connector socket had been worn and no longer could have held videoscope cable/camera head. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the video connector socket had failure, and the endoscopic image was not displayed while the old type endoscope which required videoscope cable exera ii was connected to the subject device. The user completed the procedure with the subject device and new type endoscope. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.